Event description:
The element (with tool (loop) inserted) arced and burned out element, was not being used on pt at the time, was just being reloaded after difficulty with the previous loop insertion.